Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that there was blood/body fluid on the distal conductor (not obstructed) and on the proximal conductor (not obstructed). It was noted that the inner insulation was breached cut and the helix/lobe was distorted/bent. Blood was present in/on the helix/lobe mechanism. Analyst visual comment: the blood in the distal conductor most likely entered through the is-1 pin. No insulation breach was observed. This caused the stylet insertion test to fail.

Event description:
It was reported during implant that there were positioning problems with the lead. When extending the helix, the guidewire would not go through the lead. The lead was attempted, but not used. A new lead was implanted. No patient complications have been reported as a result of this event.